Manufacturer narrative:
Unable to perform displacement test, rewind, basic occlusion and occlusion test due to completely broken off reservoir tube lip. Unit received with minor scratched display window, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corner, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 447 and 75 mg/dl at the time of incident, and his current blood glucose is 89 mg/dl. The customer was treated his high with pump and low's with glucose tablets. The customer states the drive support cap appears normal. The insulin pump will be returned for analysis.